Manufacturer narrative:
Additional information was received stating the physician recommended further observation. The physician believes if the site continues to heal and less motion is noticeable, then patient symptoms may improve.

Event description:
A report was received that the patient experienced tenderness and pain at their ipg site. It was assessed that the initial pain was due to the instability of the ipg as well as the inflammatory reaction. The patient was administered medication and underwent a revision procedure, wherein the patient¿s ipg site was irrigated and relocated. During the revision, a small area of skin discoloration was discovered, darker than typically expected. A biopsy was ordered and was consistent with metallosis at the ipg site. The patient was still feeling a burning sensation at their ipg site postoperatively.

Event description:
A report was received that the patient experienced tenderness and pain at their ipg site. It was assessed that the initial pain was due to the instability of the ipg as well as the inflammatory reaction. The patient was administered medication and underwent a revision procedure, wherein the patient¿s ipg site was irrigated and relocated. During the revision, a small area of skin discoloration was discovered, darker than typically expected. A biopsy was ordered and was consistent with metallosis at the ipg site. The patient was still feeling a burning sensation at their ipg site postoperatively.

Manufacturer narrative:
Correction to follow up 2 MDR should have been: correction to initial MDR additional information was received stating the event was not recovered or resolved. Correction to follow up 1 MDR: additional information should have been checked. Additional information was received stating the event was considered to be resolved on (B)(6) 2018.

Event description:
A report was received that the patient experienced tenderness and pain at their ipg site. It was assessed that the initial pain was due to the instability of the ipg as well as the inflammatory reaction. The patient was administered medication and underwent a revision procedure, wherein the patient¿s ipg site was irrigated and relocated. During the revision, a small area of skin discoloration was discovered, darker than typically expected. A biopsy was ordered and was consistent with metallosis at the ipg site. The patient was still feeling a burning sensation at their ipg site postoperatively. The event was reported as related to the hardware and not related to the procedure or stimulation

Manufacturer narrative:
Additional information was received stating the event was not recovered or resolved.

Event description:
A report was received that the patient experienced tenderness and pain at their ipg site. It was assessed that the initial pain was due to the instability of the ipg as well as the inflammatory reaction. The patient was administered medication and underwent a revision procedure, wherein the patient¿s ipg site was irrigated and relocated. During the revision, a small area of skin discoloration was discovered, darker than typically expected. A biopsy was ordered and was consistent with metallosis at the ipg site. The patient was still feeling a burning sensation at their ipg site postoperatively. The event was reported as related to the hardware and not related to the procedure or stimulation.